Event description:
A physician attempted to use a graftmaster for treatment of a free perforation in the right coronary artery posterior av segment, but could not pass the device through the proximal right coronary artery. The physician sealed the perforation by using a dilatation balloon. The pt is currently doing well.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.